Event description:
The customer's wife called in to report that the customer was in the emergency room due to high blood glucose levels. The customer's blood glucose level was 358 mg/dl. The wife mentions that the pump was not at fault and that her husband forgot to take insulin on the trip. The customer himself called in also to report that he was receiving a no delivery alarm for his pump. Troubleshooting was performed on his device and the customer was able to clear the alarm with the escape and act buttons on the pump. A manual prime was done on the device and insulin did exit the tubing. The customer noted that the pump did not alarm this time. We advised that the pump is working as designed. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.